Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, de novo lesion in the left iliac. During pre-dilatation, the armada 35 balloon dilatation catheter (bdc) ruptured at 7 atmospheres (atm) during the first inflation. The bdc was removed without resistance and another armada 35 was used without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.